Event description:
It is reported that the patient was revised for an unknown reason. Implant and explant dates are unknown.

Manufacturer narrative:
Evaluation summary: the returned product was reviewed and analyzed, and found to be conforming to specifications where measureable. The part conformed to specifications prior to implantations per the manufacturing records. Visual examination of the returned components revealed extensive wear on the bushings. The hinge pin is discolored from wear where it articulates with the poly bushings. The c-clip and the ulnar bushing were not included. There is extensive damage on the ulnar and humeral components. The proximal-anterior portion of the ulna implants is almost worn through, where the ulna implant interfaces with the ulnar bushing, which accommodates the hinge pin. The patient information was omitted (height, weight, activity level). No x-rays or other information were provided. Based on the available information, a definitive cause can not be determined. Device history records indicate all components were manufactured and inspected to specification.